Manufacturer narrative:
The sterile lot numbers for the devices are unknown; therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarction are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. With the limited information provided, it is not possible to determine what factors may have contributed to the reported event.

Event description:
The patient underwent cardiac surgery in early 2006. During this operation, two (2) cypher stents were implanted in her coronary arteries in lee county, mississippi. The stents were placed in the mid left anterior descending artery and obtuse marginal 2 artery. The patient received stents following an acute mi. The lesions, which necessitated the implantation of the stents, were not "de novo lesions of 15mm to 30mm long in arteries that were 2.5 mm to 3.5 mm wide." The patient was prescribed plavix for 3 months. At some point, after the discontinuation of plavix, the patient suffered a subsequent thrombosis at the site of the stent(s) requiring medical treatment.